Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 199 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was exposed to an MRI machine. The device alarmed motor position encoder error. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump failed displacement test, an e70 alarm was found in the insulin pump alarm history and motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform to occlusion, excessive no delivery and prime test due to motor error alarm during rewind and displacement test failure. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.